Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps. This complaint is confirmed and the assignable cause is use error. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted (B)(4) regarding a check supply line alarm that appeared on the home choice machine (hc) during the prime. (B)(4) confirmed with the care giver (cg) and the home patient (hp) that the frangibles had been broken. (B)(4) had the cg inspect the bag port on the blue clamp supply bag and confirm the blue clamp was open. The blue clamp supply bag was already flipped over. (B)(4) had the cg pull down on the cassette tubing. (B)(4) had the cg press stop and go. The hc alarmed check supply line. (B)(4) advised the cg to grab another bag of the same solution and close the blue clamp line, but not disconnect the bag. (B)(4) explained they would connect a new bag to the white clamp bag. The hp got a new bag and disconnected the blue clamp bag. (B)(4) advised that air had been introduced to the setup and he would need to dispose of the current supplies. (B)(4) advised the cg to start over with new supplies. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. A batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.